Event description:
When measuring on the (B)(4) blood gas analyzer inaccurately low potassium and sodium values were obtained in blood samples of babies in a neonatal department. The neonates were treated with sodium chloride, and no neonates had taken any harm due to this based on our best knowledge. There has been no allegations of death or injury. The error was due to a defective reference membrane. After replacing the reference membrane, the analyzer measured correctly again. It is likely, the reference membrane crashed because the replacement intervals recommended by radiometer were not followed (recommended average use of maximum 40 samples per day).

Manufacturer narrative:
The evaluation performed consisted of analysis of data and information provided by customer. It is likely, the reference membrane crashed because the replacement intervals recommended by radiometer were not followed (recommended average use of maximum 40 samples per day).

Manufacturer narrative:
The evaluation performed consisted of analysis of data and information provided by customer. It is likely, the reference membrane crashed because the replacement intervals recommended by radiometer were not followed (recommended average use of maximum 40 samples per day).

Event description:
When measuring on the (B)(4) blood gas analyzer inaccurately low potassium and sodium values were obtained in blood samples of babies in a neonatal department. The neonates were treated with sodium chloride, and no neonates had taken any harm due to this based on our best knowledge. There has been no allegations of death or injury. The error was due to a defective reference membrane. After replacing the reference membrane, the analyzer measured correctly again. It is likely, the reference membrane crashed because the replacement intervals recommended by radiometer were not followed (recommended average use of maximum 40 samples per day).